Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 14.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported when the patient presented to the operating room for a lead change due to low hv lead impedance, an alert popped up for possible hv circuit damage to the device. Oversensing of far p wave was present. The patient received inappropriate shock therapy due to noise. The lead was capped and replaced. The device was explanted and replaced. The patient condition is well.